Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the peg and white straw of a 5f mynxgrip vascular closure device (vcd) did not come down. Hemostasis was achieved using manual compression without complication. There was no patient injury or increased length of stay. User is a trained user. The device was stored in a temperature/humidity-controlled environment. The customer stated they have not had an issue with humidity or temperature. The procedure was diagnostic. Access site was a retrograde access of the right femoral artery (rfa). A 5f cordis avanti sheath introducer was used. An oblique femoral angiogram was completed prior to closure to ensure access site was appropriate for closure. No calcium noted at site. The device was prepped per the instructions for use (IFU) without difficulty or issue. Balloon was prepped with saline, tested, and balloon indicator was functional. There was no damage noted to the device prior to use. There was no difficult shuttling the shuttle, or difficulty retracting the sheath. There was no indication of issue until the operator did not have the advancer tube. The peg was seen at the tip of the sealant housing. There was no difficulty advancing the device through the sheath. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the polyethylene glycol (peg) and white straw of a 5f mynxgrip vascular closure device (vcd) did not come down. Hemostasis was achieved using manual compression without complication. There was no patient injury or increased length of stay. User is a trained user. The device was stored in a temperature/humidity-controlled environment. The customer stated they have not had an issue with humidity or temperature. The procedure was diagnostic. Access site was a retrograde access of the right femoral artery (rfa). A 5f cordis avanti sheath introducer was used. An oblique femoral angiogram was completed prior to closure to ensure access site was appropriate for closure. No calcium was noted at site. The device was prepped per the instructions for use (IFU) without difficulty or issue. Balloon was prepped with saline, tested, and balloon indicator was functional. There was no damage noted to the device prior to use. There was no difficulty shuttling the shuttle, or difficulty retracting the sheath. There was no indication of issue until the operator did not have the advancer tube. The peg was seen at the tip of the sealant housing. There was no difficulty advancing the device through the sheath. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged to the black handle, the stopcock was open, and a cordis mynx syringe was attached to the unit. The catheter sheath introducer (csi) was not returned for evaluation. The sealant was not returned, and the advancer tube was observed in its manufactured position. Additionally, the shuttle tube was incomplete, with a portion missing. No additional anomalies were noted during the visual inspection. A functional inflation/deflation test was performed, and the balloon inflated and deflated as expected, with no issues observed. A shuttle displacement simulation test was also performed: the advancer tube was exposed, and the shuttle was retracted to the black handle without impediment, confirming proper functionality of this mechanism. A high-magnification microscopic evaluation was conducted to examine the distal portion of the shuttle tube. This analysis confirmed that the shuttle tube was incomplete, with a portion missing. An evaluation to confirm the presence of the slit in the outer cartridge could not be performed, as the missing portion of the shuttle tube likely included the slit area. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube was still in its manufactured position. Additionally, a condition of ¿catheter-catheter detachment¿ was noted with the returned device since it was received with the shuttle cartridge damaged with the distal portion missing. However, the exact cause of the issue experienced and the received condition could not be conclusively determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the device failing to deploy since the device was returned with the sealant deployed and not included. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced since there were no problems noted during functional analysis and the advancer tube was returned still within the shuttle. With regard to the observed condition of the separated portion of the shuttle cartridge, which was not reported by the customer, handling factors most likely contributed to the damage. However, since it was reported that no difficulty was encountered when advancing the shuttle through the sheath, it is unlikely that the damage occurred during sealant deployment as the separation likely resulted from the application of excessive force. As this condition was not reported and the sheath was not returned on the device, it is possible the damage occurred due to manipulations after the procedure. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Correction to h6.

Manufacturer narrative:
This device has been analyzed but the final, approved conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.